Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer was wearing the pump supplies for 3-4 days, re-using insulin, and not removing the cartridge air. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, re-using insulin, and not removing the cartridge air, is off label per the tandem user guide. Customer cleared the alarm and resumed insulin therapy. Customer¿s blood glucose level was 146 mg/dl.